Event description:
Re-admitted to hospital for one week, seven days post-uae for infection in abdomen and bowel obstruction. Two months post-uae, day and night sweats began up to fifteen to twenty x a day. At 6 months post-uae, patient began experiencing heavy menstrual bleeding and clotting.